Event description:
Boston scientific received information that this patient received 8 inappropriate shocks due to atrial fibrillation (af). It was noted the electrograms were overwritten. The device was reprogrammed to avoid future inappropriate shocks. Technical services confirmed that there was no therapy exhaustion. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.